Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of synthes device history records for lot 6981849 revealed the reamer head - sterile was manufactured by mark two engineering. Po (B)(4), for parts, was inspected to the synthes incoming final inspection sheet number (B)(4) revision f on (B)(4) 2012. The product conformed to all requirements. The certificate of compliance (c of c) is dated (B)(4) 2012. (B)(4) sterile parts were released to the warehouse on (B)(4) 2012. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
It was reported during a bone graft procedure a reaming irrigation aspirator (ria) was not working properly. The reamer head was checked and was observed that a prong was missing. A new reamer head was used. Upon opening the new package, there were 2 prongs missing. The prongs were loose in the package. The decision was made not to use the 13mm reamer and a 12.5mm reamer was opened and used. The case continued uneventfully. Ria was used for bone grafting purposes. The operative time was extended more than 14 minutes but less than 30 minutes. The procedure was successfully completed. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis mark two engineering manufactured 13.0mm reamer head for ria, p/n 352.252, and synthes lot number 6981849. The material of the part was confirmed to be correct. The part conformed to dimensional specifications at the time of manufacturing and passed all inspection requirements at synthes incoming inspection. Per the supplier¿s certificate of compliance, the inner and outer diameters of the shaft were confirmed to be within specifications before slotting. The outer diameter of the shaft was confirmed to be within specifications. One of the returned reamer heads (lot 5740162) was manufactured in june 2008 and is over 5 years old. The other returned reamer head (lot 6981849) was manufactured in september 2012 and is approximately 1 year old. One tang has sheared off at its base of one returned ria reamer head and 2 tangs have sheared off at their base on the other returned ria reamer head. Product drawing 352_252 revision e was reviewed during this evaluation. The returned reamer heads were manufactured from 440a ss which is a typical material used to make reamers. They are also heat treated to improve strength and wear resistance. The cannulation is necessary to provide precise reamer head placement via 2.5mm reaming rod with ball tip. The design is adequate for its intended use and did not contribute to this complaint condition. Technique guide lists the reamer heads and the ria tube assembly as single-use instruments. The returned reamer heads both show multiple wear mark patterns on the o.d. Of the tangs and shaft consistent with multiple insertions into the mating instrument ria tube assembly. Complaint description alleges new product out of package complaint but returned product shows evidence of multiple uses and no allegation of inadequate packaging is stated in complaint. The repeated flexing of the tangs on the returned reamer heads during multiple insertions into the mating instrument ria tube assembly have caused the tangs to bend and caused 3 tangs to ultimately break off. Placeholder.